Manufacturer narrative:
This case is not reportable, because this case has no particles seen, and no foam degradation. Alos after more review this not a reportable thermal event. Nor reportable for recall. This will be closed as a not reportable.

Event description:
This case is not reportable, because this case has no particles seen, and no foam degradation. Alos after more review this not a reportable thermal event. Nor reportable for recall. This case will be closed as not reportable.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device was the device was warm and the tubing was hot and bending on the end connected to the device. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The previous report had the incorrect product code, this report is being filed to correct this information. Additional information was received that when doing 2 back-to-back treatments with device running for about 10 or 15 minutes the device got warm and the tubing was warm/hot and bending on the end connected to device kinking the tubing. The patient stated they were not sure if this is normal if running the machine for longer than 5 minutes or so.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device was the device was warm and the tubing was hot and bending on the end connected to the device. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. Additional information was received that when doing 2 back-to-back treatments with device running for about 10 or 15 minutes the device got warm and the tubing was warm/hot and bending on the end connected to device kinking the tubing. The patient stated they were not sure if this is normal if running the machine for longer than 5 minutes or so. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
There was no device information at this time a gfe will be sent to try to obtain the product information. H3 other text: device not returned to manufacturer

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/ recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device was getting hot. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.